Event description:
It was reported in an article discussing lead revision surgery that a patient developed a mechanical failure of the electrode resulting in "electrical shocks" when the patient's head was turned to the extreme left. The lead was revised which resolved the event. Good faith attempts to obtain additional information from the author have been unsuccessful as the study occurred over a decade ago, and he no longer works at that facility. He believes he may have already reported these events but this cannot be confirmed as no patient and/or product identifiers were provided. Without this information, implant and explant dates cannot be established.

Manufacturer narrative:
Device failure is suspected. Macdonald j, couldwell wt. Revision of vagal nerve stimulator electrodes: technical approach. Acta neurochir (wien). 2004;146:567-570.